Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The cause of the reported improper insertion could not be conclusively determined. No issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. No other damages or defects noted during investigation.

Manufacturer narrative:
The device was not returned for evaluation. The patient reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 34: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula was no longer straight but it was also not really kinked. The patient stated he noticed the cannula was not in good. The patient's blood glucose (bg) rose to 29.3 mmol/l (522 mg/dl) and he changed his pod to treat his high bg. The pod was worn on his arm for between 4 and 24 hours.